Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the lighting lens bonding section was peeling off. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had lighting lens bonding section is peeled off. There was no patient involvement.